Manufacturer narrative:
(B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? No. Did the needle fall into the patient? After the doctor finished the suture operation, the nurse found that the needle tip was missing when checking the suture. It was suspected that the needle tip was broken and left in the patient's body. After a simple exploration, it was not found, and it could not be determined whether it was still in the patient's body. Please provide the lot number: unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, are any plans in place to remove the needle piece in future? What is the surgeon's opinion of consequences to the patient? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During surgery, the needle tip broke during sewing the cervix with breakage length about 1~2mm, and the needle fell into patient. The surgeon immediately looked for the needle tip but could not find it, and then continued the surgery. The patient is stable now. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product received for analysis was identified as product code vcp346h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle during the visual inspection. One side of the needle was received, the mating fracture surface was not provided for evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the needle breakage occurred at the tip of the needle due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Please reference the instruction for use for more information. As part of ethicon¿s quality process every product is manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight and bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed? Was the needle fragment located in the patient¿s tissue? If the piece(s) were retained, where are they located/in what structure? Is it possible that the needle is not retained in the patient? If retained, are there plans for removal of any remaining fragments? Corrected information: b1, b2, h1, h6.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/5/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was received: after investigation, the patient, a female, with unknown age, underwent cervical pyramid in the affiliated (B)(6) on (B)(6) 2022 (the specific patient's diagnosis was unknown). The operator used the absorbable suture manufactured by our company (vcp346h) for cervical suture (the specific suture method was unknown). After the completion of suture, the operator delivered the suture needle to the operating nurse and found the needle tip breakage (the broken end of the suture needle was about 1-2 mm). The operator immediately performed the incision exploration to look for the broken end of the needle. The surgery was completed routinely, and the broken part of the needle tip was finally not found. The patient was in stable condition currently, and no subsequent adverse event report was received. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/6/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: please provide the patient's weight and bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed? Was the needle fragment located in the patient¿s tissue? If the piece(s) were retained, where are they located/in what structure? Is it possible that the needle is not retained in the patient? If retained, are there plans for removal of any remaining fragments?